Event description:
Event description cpi received information that this bipolar lead was removed from service. During a replacement of an implantable cardioverter defibrillator (ICD) this lead was found to be fractured.